Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual and x-ray examination of the lead did not reveal any anomalies. Visual examination of the lead revealed that the helix was retracted with no signs/traces of blood/tissue. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
During the preparation for the implant procedure, the helix was unable to extend on the right atrial (ra) lead. A new lead was selected and implanted to resolve the event. The patient was stable with no consequences.